Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited high impedance and was not functioning. The lead was dislodged. A new lead was implanted. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.